Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Abnormal uterine bleeding [abnormal uterine bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tonsillar hypertrophy, piriformis syndrome, heart murmur, parity 2, gravida ii, asthma and allergic rhinitis. Previously administered products included: mirena, proair, prenatal vitamins, tylenol, ibuprofen and nexplanon. Concurrent conditions were listed as dyspareunia and tonsillectomy. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.